Event description:
Customer reported that they keep receiving false no delivery alarms on the insulin pump. It was noted that the alarm was resolved by a complete set change. Customer also mentioned that he doesn't believe the motor is working correctly as he has been experiencing high blood glucose readings even after bolusing. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.